Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 36 mg/dl. The treated with food. Customer reported symptoms shaking, sweating and mental confusion. Troubleshooting was performed and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible over delivery, auto mode anomaly, bolus anomaly and low bgs found on 11-may-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of 11-may-2022, there is no unexpected alarms/suspends noted. There was no auto mode delivery of 6.5 u bolus for the event date. However, found bolus delivery of dailytotalofbolusinsulindelivered: (17.7 u) 05/11/2022 03:04:38.000 normalbolusdelivered (220) normalbolusamountprogrammed: 19000 (1.9 u) bolusamountdelivered: 19000 (1.9 u). 05/11/2022 06:26:05.000 normalbolusdelivered (220) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u). 05/11/2022 07:01:00.000 normalbolusdelivered (220) normalbolusamountprogrammed: 19000 (1.9 u) bolusamountdelivered: 19000 (1.9 u). 05/11/2022 07:31:27.000 normalbolusdelivered (220) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u). 05/11/2022 08:40:49.000 normalbolusdelivered (220) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u). 05/11/2022 09:49:25.000 normalbolusdelivered (220) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u). 05/11/2022 10:52:57.000 normalbolusdelivered (220) normalbolusamountprogrammed: 29000 (2.9 u) bolusamountdelivered: 29000 (2.9 u). 05/11/2022 11:58:41.000 normalbolusdelivered (220) normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u). 05/11/2022 20:49:57.000 normalbolusdelivered (220) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u). Upon reviewing the formatted history file, a cl1foodbolus delivery of 6.5 u was delivered on 10-may-2022. 05/10/2022 23:23:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 65000 (6.5 u) bolusamountdelivered: 65000 (6.5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Auto mode anomaly and bolus anomaly were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.